Event description:
It was reported that the programmer screen kept freezing. Follow-up determined that the programmer was changed out. The programmer was returned for service. Follow-up further determined that there were no patient complications reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer screen "froze" but the hard drive was reconfigured and the software reloaded as a preventive. Analysis did find that the system fan was noisy and that the tab on the power cord bay door was bent, the fan and the power cord bay were both replaced.

Event description:
It was reported that the programmer screen kept freezing. Follow-up determined that the programmer was changed out. The programmer was returned for service. Follow-up further determined that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, radio frequency programmer head. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.